Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector separated from the main body of the minicap transfer set. This was identified during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: one actual device was provided for evaluation. A visual inspection by the naked eye observed the female connector was separated from the main body. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was verified. The sample did not meet specification due to the separation and the cause of the condition was determined to be a manufacturing issue due to inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.